Event description:
On 03/07/2000, the facility operating room supervisor informed the MFR sales rep of the following: pt went in for treatment (date not specified). The nurse could not get blood return and so nurse injected saline. The pt complained of pain so they sent pt for a chest x-ray. Chest x-ray showed a break in the catheter at the locking mechanism. The radiologist fished out out the catheter. The segment of catheter was discarded by the facility. The device was being removed at a later date (date not specified) and would be returned to the MFR upon removal. On 03/27/2000, the MFR's sales rep was informed that the pt has not decided if pt wants the device removed at this time. Since the segment of catheter was discarded and for the time being, the device will remain implanted, the MFR's investigation will be limited to a trend analysis and review of the device history record. No further details are available.